Manufacturer narrative:
Box b: in previous report didn't capture the verbiage, in report verbiage has been captured. The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device pressure is too low. There was no report of serious injury or harm. There is no medical intervention was specified.

Event description:
Patient.